Event description:
It was reported that the patient had lost consciousness. The atrial lead exhibited noise. During the device change out procedure, body fluid was noted on the lead suggesting insulation damage. The lead was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
A partial distal end of the lead was received for analysis. Final analysis found that the lead abrasion is consistent with friction to another device, which could have contributed to the noise problem.